Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. 510(k): k062858, k082644. The actual sample was received for evaluation. Visual and magnifying inspection of the actual sample revealed a crack 10mm in length had been generated from the flange of the female connector of the 3-way stopcock main tube. No other crack or no other anomalies were found in the 3-way stopcock side tube or in other area of the actual sample. The lure tapered section (angle and dimensions) of the female connectors were measured using a luer taper gauge (6/100 taper) conforming to the iso standard. Since the cavity of the female connector of the 3-way stopcock main tube had been pushed open by the crack, accurate measurement could not be performed. The female connector of the 3-way stopcock side tube was confirmed to be compatible. The female connector of the 3-way stopcock main tube was cut to see the cross section of the cracked section under magnification. The shape of destruction was found smooth, which suggested that the crack developed instantaneously. Foreign substance or air bubble embedded in the material, which could be attributable to the generation of the crack, was not observed. The cross section of the cracked section was further inspected under magnification and confirmed to have a ripple-like pattern centering on the outer surface of the root of the flange was observed. No flaw or no deformity was observed on the surface around the center of the ripple pattern. Therefore, it was considered that the crack had progressed from this site as a starting point. Reproductive testing was performed. Two attempts to reproduce the crack on the actual sample were made using 3-way stopcocks of the involved product code. A female connector after being wiped with disinfectant (ethanol) was mate with a male connector with proper tightening force and left in that state for 12 hours. As a result, multiple streak-like cracks were observed in the lengthwise direction on the female connector; a female connector without being applied any drug solution was mate with a male connector with excessive tightening force and left in that state for 12 hours. As a result, no crack or no other anomaly occurred in the female luer connector. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record . IFU states: do not inject drugs including oil components such as lipid emulsion, castor oil, interfacial active agent or solubilization agent such as alcohol, through the side tube. It may cause cracks on the stopcock. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the female luer connector may have been impaired in the material strength due to being sterilized with disinfectant, such as alcohol, before being mated with a concurrently used device. Subsequently, when the female connector in such a condition was mate with the concurrently used device, it may have cracked due to having been subjected to tightening force. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus introducer was used. A patient with multiple cancers suffered cpa while being transferred to the facility. Emergency admission at 11:00 am on (B)(6) 2019. V-line was taken using a 5 fr sheath from femoral in ER. Successfully managed to resuscitate him, then, administered adrenalin (15cc/h) from v-line. When he was transferred to ICU, there was no leak observed from the sheath. After that, many changes in bp and treatment was performed each time. At around 23:00 pm on (B)(6), the patient laid on his side, so they tried to correct the position, bp changed suddenly, and resuscitation was required. At that time, it was found that adrenaline was leaking from the line (the gauze was wet. After successful resuscitation, another line was secured, and adrenalin was administered (25cc / h). The patient expired due to pulmonary embolism at 8:23 on (B)(6). The procedure was finished.